Manufacturer narrative:
Submit date: 2017-08-24. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found that when the enteral feeding pump powered on, the display is black and not legible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of black screen. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the customer on 09/01/2017. Describe event was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on 05/26/2017 the service tech found that when the enteral feeding pump powered on, the display is black and not legible. On 09/01/2017 the customer provided additional information and stated that the initial problem was the joey pump screen is ¿blue¿ and the patient couldn't get any numbers to come on or read anything.